Manufacturer narrative:
The customer's last calibration results on (B)(6) 2021 were ok. The investigation reviewed the provided qc results from 15-jun-2021 and level 1, level 2, and level 3 qc were out of range. The customer performed a visual inspection of the patient's sample and no fibrin or clots were observed. The investigation reviewed the system's alarm trace and found multiple abnormal aspiration alarms noted on the date of the event near the time sample was processed. The field service engineer found a damaged nozzle and replaced the nozzle and seals. He performed system adjustments. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer performed analyzer checks with acceptable results. The customer performed ft4 calibration and qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 ii assay results for one patient tested on a cobas 8000 e 602 module. The customer stated the ft4 calibrations have not been stable. The patient's initial ft4 result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial ft4 result was 1.7 ng/dl, and the patient's repeat ft4 result was 1.3 ng/dl. The customer determined the repeat result was correct and a corrected report was provided. The ft4 reagent lot number was 49438101 with an expiration date of 31-dec-2021.